Event description:
Procedure type: colectomy functional end to end anastomosis. (Fee). According to the reporter: urgent ileocecal resection was performed due to ileus. Four endo gia roticulator 60-3.5 sulus were used for fee. On the previous day, the patient took an anticoagulant. At 6:00 am on the day after surgery, a severe melena occurred (more than 500cc). Blood transfusion was made, but the patient went into shock. On november 1, reoperation was performed. Anastomosed part was resected with two gia universal 60-3.5 sulus. It could not be confirmed from where the bleeding occurred due to severe bleeding. Stomas were set on both small and large bowel. On november 7, extubation was done at ICU. On november 10, the patient was moved to a general ward. Currently, the patient is recovering and is able to eat. Ileus was caused by the mesh which was used in surgery for uterine prolapse at another hospital.

Manufacturer narrative:
(B)(4).